Manufacturer narrative:
E1 facility name continued: microbiology, and infection epidemiology the calcium reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the gear pump head and sample probes. Test runs confirmed the instrument was operating properly. The customer completed qc successfully. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium on a cobas 8000 c (701) module. The initial result was 1.4 mmol/l. The repeat result was 1.9 mmol/l. The questionable result was not reported outside of the laboratory.